Event description:
It was reported that a flipped pump was confirmed. It was noted that they went to do a refill on (B)(6) 2015 and noticed that the pump was flipped. The flipped put was not due to inadequate placement at implant. It was mostly likely due to spastic movements. On the day of report the pump was being replaced and a new pump was being implanted in a different location. The patient's therapy was not affected and they did not know about the pump being flipped until the refill appointment. It was later reported that the patient had increased spasticity related to the event. The patient was doing well post surgery and receiving effective therapy. The pump system was delivering prialt and baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).